Event description:
It was reported that the cannula was cracked at the proximal end of the "y". There was no adverse events for the patient reported with the issue observed. No intervention was taken. The cannula in question has not been returned to the manufacturer to date.

Event description:
Although the product information was not known, a review of the manufacturing records for the cannulas distributed to the hospital around the time of the incident were reviewed. A review of the manufacturing records did not identify any deviations or non-conformities relevant to the reported issue.